Manufacturer narrative:
Manufacturer's investigation conclusion: the reported suspected outflow graft (ofg) compression could not be confirmed as no images were provided and no product is available for investigation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. The submitted system controller event log file captured persistent low flow alarms on (B)(6) 2022 and (B)(6) 2022. No other notable alarms or events were captured. The pump appeared to have operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Under "attaching the sealed outflow graft to the pump", section 5 instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Under "de-airing the pump", section 5 also cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. This section further warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to cardiogenic shock and respiratory failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected outflow graft (ofg) compression could not be confirmed as no images were provided and no product is available for investigation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. A direct correlation between the device and the patient's outcome could not be conclusively established through this evaluation. The submitted system controller event log file captured persistent low flow alarms on (B)(6) 2022. No other notable events or alarms were captured. The pump appeared to have operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) states that the distal end of the graft is designed to be cut to the preferred length and sutured to the ascending aorta by an end-to-side anastomosis. A reinforced tube serves as a bend relief around the outflow graft to prevent kinking and abrasion. This document contains information on preparing the sealed outflow graft and instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The heartmate 3 lvas IFU lists respiratory failure and death as adverse events which may be associated with the use of heartmate 3 lvas and provides an explanation of pump parameters, including pump flow. This document states that the low flow hazard alarm will occur when the estimated pump flow is below the low flow limit and explains that changes in patient conditions can result in low flow. The IFU and patient handbook describe alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists respiratory failure and death as an adverse events which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Under "attaching the sealed outflow graft to the pump", section 5 instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Under "de-airing the pump", section 5 also cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. This section further warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a suspected outflow graft (ofg) compression. During log file review, low flows were observed due to a reduction in blood volume. Additionally, there had been low speed advisories during some of these caused by the set speed being set below the set low speed. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected outflow graft (ofg) compression could not be confirmed as no images were provided and no product is available for investigation. Additionally, review of the submitted log files confirmed a continuous low flow alarm; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the device and the patient's outcome could not be conclusively established through this evaluation. The submitted system controller event log files captured a continuous low flow alarm. No other notable events or alarms were captured. The pump appeared to have operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists respiratory failure and death as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the data showed varying fixed speeds along with constant low flow events with minimal flow noted.